Event description:
It was reported that after the replacement surgery (B)(6) 2014, the patient went back to the health care provider (hcp) with the staples reopening and pussy. The patient was told to use steristrips, and when the patient went back to the hcp they were told everything was fine. On (B)(6) 2014, the pump was abscessed and removed the pump due to infection. A cat scan was performed and they saw it in a pool of pus. It was noted that when they took out the unit, they left a piece of catheter in the patient's back, and it got infected and spread throughout the patients body. The hcp tried to remove the piece (couldn't be removed) and the patient was redirected back to their pain management. It was noted that the patient died on the operating table, and was brought back with a defibrillator. The patient was upset with the way that everything happened. Prior to the pump preexisting condition, the patient was in such pain and the morphine pump had truly helped. In (B)(6) 2014, the patient had bronchitis (underlying diagnosis of lupus, 1996), and in (B)(6) 2015 went to a pulmonary specialist. The specialist prescribed prednisone and levaquin, as nothing was helping the bronchitis. The hcp also prescribed medications to help the patient. It was noted that in (B)(6) 2015, the bronchitis turned into pneumonia, and the pneumonia weakened the patient's body. The patient was also referred to a gastroenterologist for diarrhea that started in (B)(6) 2015. The patient still has diarrhea, and can't get rid of it. A colonoscopy was performed and found that the patient had a parasite, which was treated. It was noted that the reason for the patient still having the diarrhea issue might be because of all the medications the patient was still taking. On (B)(6) 2015, the patient started burning with a 106 degree fever. The patient was rushed to the emergency room (ER), and they saw that the chest port that they had for 15 years was infected, and the patient had sepsis throughout their body. The patient had gotten methicillin-resistant staphylococcus aureus (mrsa) and was put in observation, and was treated for the mrsa and pneumonia and released from the hospital two weeks later. The infectious disease doctor told the patient that they can no longer have surgeries, as they were in such critical condition that day. The patient is currently taking keflex 1000mg/day (was a 1500mg/day) and will be taking that medication for the rest of their lives. The patient went back to the hcp who removed the pump, and the hcp had received a letter from the primary care physician and infectious disease , but acted like nothing was wrong. No one was able to remove the catheter piece, because the patient had been advised no surgery due to bad veins and no port options. The patient had been in a wheelchair, but had recently been able to walk. The patient never recuperated right. The patient decided to go with the pump because it was better than being all doped up with cough medicine. The patient was "walking the floors" before the pump, during the pump, and now walking the again without the pump. The drug that was used via the device system was unknown. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l57744, implanted: (B)(6) 1999, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It had also been reported that that there was still a piece of catheter left in the patient and this was causing the patient to be so sick. The primary care physician and infectious diseases had reviewed that it was causing the patient to be ill. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).